Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a clog in the drain line at solenoid valve lv15. The fse cleared the clog, which repaired the leak. The fse also found that the leak had damaged the vacuum pump. The fse replaced the vacuum pump to resolve the issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the probe of the coulter act diff analyzer. The volume of the leak was not specified and was not contained within the instrument. The instrument was generating vacuum errors at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.